Event description:
The catheter was explanted and replaced in early 2009. No reason was provided for the explant. No pt symptoms were reported. Additional info has been requested, but was not available on the date of this report.

Manufacturer narrative:
Final device results revealed -no anomaly found. Acceptable catheter testing.